Event description:
During intraocular lens (iol) implant surgery, a broken haptic was noted after the iol was inserted into the eye. The incision was enlarged to accommodate removal of the iol. Additional information has been requested.